Manufacturer narrative:
Patient age approximately (B)(6) years. A medtronic representative, following-up at the site, reported the issue was replicated using a lisa head. It was noted that, in the surgery, the emitter was placed approximately 1 foot away from the patient. Recommendations were made regarding proper emitter placement (4-5 inches from the head). A second medtronic representative, following-up, reported performing a planned maintenance (pm) on the navigation system and found the emitter was not secured properly. The emitter was corrected and no issues were found with tracking. RMA issued. Replacement field generator shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that when the field generator is connected to a test system with the cranial application, the emitter intermittently displays red status. The application shows error: axiem emitter low drive error. Diagnostics shows a fault on coil #1. Pin 2 to pin 3 on cable 9660816 (coil #1) is intermittently open. Electrical failure, red status/no tracking, directly caused event.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site experienced intermittent tracking when verifying instruments and registering the patient. Only half the points were collected during certain registration attempts. It was noted that the patient tracker flickered between red and green status, however, no metal was identified in the field. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.